Event description:
It was reported that the customer experienced seizures, and the paramedics were called. It was stated that the customer was not wearing a continuous glucose monitor at the time of the event. Attempts to reach the customer for more information were unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.